Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended. (B) (4)

Event description:
The customer reported the x-ray tube was leaking oil and there was a loud noise coming from the tube. No patient injury was reported.